Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Alleged failure: pivot flowport broke off inside the patient. Was unable to retrieve the broken piece. Probable root cause: design: inadequate material selection to support movement/manipulation by user; cannula tubing thickness too small to support movement/manipulation by user; cannula size or geometry does not promote proper visualization of joint; excessively sharp tip of cannula damages tissue. Manufacturing: cannula not assembled, molded or machined to specification; application excessive force; poor visualization through arthroscope. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that a piece of the broken product remained inside the patient.